Event description:
Caller tested 5.8 inr on the coaguchek xs system while a comparison lab returned as 4.4 inr. The caller's physician diagnosed the caller as having an "overdose" on marcumar. No treatment information provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).